Manufacturer narrative:
Taper ii. (B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. Band slippage is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Performance tests indicate no leakage at the device. Analysis of the device noted the band tubing was bent and curvy. Device analysis noted the buckle and the band tubing were broken with striations consistent with surgical end cuts for removal of the device. Further info from the reporter regarding the serial number has been requested. The info has not yet been received by allergan. Device labeling addresses the reported event of band slippage as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal." Device labeling addresses the reported event of pain as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band sys that occurred in fewer than 1% of subjects included: abdominal pain, chest pain, incision pain and port site pain."

Event description:
Received a voicemail message from health professional requesting a return kit for an explanted device. In the message, health professional said they have a lap-band to return to allergan. No additional info was provided. Follow-up findings: pfn was sent to allergan with device. Event description states: "band/port explanted. Muscular/fascial pain from port tubing being pulled. Need port revised with tubing moved. Band-belching significantly."